Manufacturer narrative:
Ref: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Complaint was not confirmed as device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remain implanted in patient.

Event description:
It was reported that the quattro anchor fractured during a surgery. Broken anchor remained in the patient as it was adequate to hold the sutures and complete the surgery successfully. No other patient harm or significant surgical delay was reported.